Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Device and hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. The hybrid was shown to function nominally at the bench and during a 168 hour temperature and humidity stress. Battery analysis revealed that the battery¿s pulse performance was also within model prediction. Destructive analysis did not reveal any evidence that could have caused the battery early depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a gray bar status from trunk stock. The ICD was never implanted. There was no patient involvement.